Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The icl was exchanged for a ticm125v4 model lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - (refractive surprise). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results (other): a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eyes measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage etc. Conclusions(other): based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely causes of the event are: wrong preoperative data used for the calculation or inaccurate determination of the preoperative refraction. (B)(4).